Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.